Manufacturer narrative:
The system was examined and the reported event was replicated. The laser indirect ophthalmoscope (lio) was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported low laser power can be attributed to a nonconforming lio cable. However, how or when the cable became kinked cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical engineer reported that during a procedure there was no laser output from the headset. It was noted that the headset cable had a kink in it. The case was completed as planned with no harm to the patient.